Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the home choice (hc).the home patient (hp) was connected at the time of the alarm. The home patient (hp) stated they had not disconnected and could not see any loose connections. The technical service representative (tsr) assisted to remove the cassette and the hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The conclusion code was not included in the MDR as it was inadvertently omitted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The sample was put through a simulated therapy with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.